Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
Reportable based on device analysis completed on 05-sep-2018. It was reported that coil became stuck in the catheter. The target lesion was located in the mildly calcified internal iliac artery (iia). A 12mm /20cm interlock-35 was selected for use. During procedure, the coil was used in a 5fr non-bsc imaging catheter; however, the coil got stuck and could not be pushed and pulled in the mid part of the catheter. The coil was then removed together with the catheter from the patient's body. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that coil interlocking arm was found detached from the rest of the coil and not returned. The device was returned for analysis. Visual inspection was performed on the delivery wire, coil and introducer sheath that were returned for this complaint. The coil and delivery wire arms were interlocked within introducer sheath. The twist lock of the introducer sheath had been opened. Residues of blood were noted within the introducer sheath. The coil and delivery wire were advanced with friction from the introducer sheath caused by the blood observed. The introducer sheath and delivery wire were visually inspected and no anomalies were noted. The coil was visually inspected and kinked near the zap tip was noted. The coil interlocking arm was found detached from the rest of the coil, in addition, it was returned stretched near the interlocking arm end. Microscopic inspection was performed on the delivery wire and main coil, it was noted that the zap tip has a smooth surface. Dimensional inspection of the delivery wire and coil were performed and were within specifications.